Event description:
It was reported that the patients implantable pulse generator (ipg) was defective. The patient's ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.